Event description:
During endovascular repair of aaa, angio-seal placement failed, due to rupture of device. Cut down of the right common femoral artery was required to retrieve the fractured portion of the angio-seal.